Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). A supplemental report was submitted to correct the alert date to 06/30/2016 and to add the initial reporter.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: the battery compartment was observed to be cracked above and below the bumper pad. Unrelated to the complaint, the audio bolus button cover was observed to be torn; the button was still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.